Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. No abnormalities were found in appearance. No malfunctions were reproduced. No abnormality was found when the equipment was connected and operated according to the instruction manual. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and although, the indicated phenomenon was not reproduced. It is possible, that similar malfunction events and previous failure details may have caused events, in which the screen does not show up, due to moisture absorption and degradation of faulty (g1) board.  Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image sometimes is not displayed on the high definition lcd monitor. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.